Event description:
Report rec'd of an under-delivery of procalamine. The pump was programmed to deliver an unspecified concentration/dose of procalamine at either 125 or 150ml/hour. According to the customer contact, the pump only delivered 500ml over an 11-hour period instead of an expected 1100ml. There was no reported adverse pt event. The md was called, but no orders were given and no medical interventions were required. The pump was replaced, and therapy was continued as ordered. The pump serial number was never recorded; therefore, the pump will not be returned for testing and investigation.